Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, while using the device on patient's artery, the jaw of the device won't open after firing the device. The surgeon tried multiple times and it finally opened. Surgeon used took another handle to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination noted that the loading unit was fully fired with the jaws open. The loading unit was loaded into the subject instrument for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.